Event description:
Emt's responded to a person, condition unknown. The device was connected to the pt with ECG electrodes and a 4 lead ECG pt cable. According to the reporter, the device alarmed "leads off" and the emt's could not read the pt's ECG. Sometime later, the device displayed the pt's ECG which was diagnosed as bradycardia. The pt's ECG deteriorated to asystole and the pt expired.